Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-16 were reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Body weight was not changed from initial set up. Audio setting was changed multiple times from the factory default (high): audio level was set to "low" on 2024-04-04, "off" on 2024-04-08, and then "low" on 2024-04-16. Cgm glucose alerts were not changed from the factory default (all on). On the day of the event, 2024-04-16, the user initiated two cartridge changes starting at 11:42 am and ultimately resuming delivery at 12:07 pm, after priming 42.4 units. The last infusion set change logged was on 2024-04-15 at 9:25 pm. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the cgm glucose was above range for much of the day on 2024-04-16. Multiple meals are announced during periods of hyperglycemia, possibly indicating an attempt to correct their hyperglycemia with mealtime insulin. There are two periods during this hyperglycemic episode where the ilet is unable to deliver insulin due to the cartridge being empty. The ilet appropriately triggers alert 34, "insulin cartridge empty". The user acknowledged the alert and replaced the cartridge each time but did not replace their infusion set. Cgm glucose does not come back into range until approximately 6 pm on 2024-04-16. Of note, the ilet report shows the user's glucose was above range for much of the day prior to the event. The user did not have a cgm sensor connected to the ilet for most of 2024-04-15, and available fingerstick bg data entered into the device is above range. The ilet suspended insulin for a period when no bg values were entered, as designed during bg-run mode. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose and bg values it was receiving. The ilet triggered cartridge and cgm sensor alerts as well as glucose related alerts when enabled. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. According to the case notes, ilet report, and device logs, the ilet operated as intended throughout this hyperglycemic event by delivering doses of insulin and triggering cgm alerts in response to rising and high cgm glucose values, as well as triggering device related alerts when appropriate. The assignable cause for this hyperglycemic event is likely a failed infusion set. The user did not follow the ketone action plan and replace their infusion set as trained, which contributed to the severity of the event. In addition, it is likely that the user's high glucose during the day prior to the event also contributed to the severity of the hyperglycemic event on 2024-04-16.

Event description:
On 4/17/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event that resulted in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 4/16/24. The user reported their bg was running high all day (approximately 12 hours) but did not attempt to change their supplies (insulin cartridge, infusion set, and connector). The user also did not attempt to contact beta bionics customer care to troubleshoot their elevated bg. The user disconnected from the ilet, and the user's mother administered an insulin injection. The user was taken to the hospital where ketones were tested. The results were large ketones. The user's bg was reported to be over 400 mg/dl. The user was confirmed to be in dka at the hospital. The user was treated with additional insulin shots. The user reported they felt weak, nauseous, and vomited. The user was using the convatec inset (23", 6mm) teflon infusion set. The user was unable to determine if the infusion set cannula was bent. The user requested to switch to the convatec contact detach (23", 6mm) steel cannula infusion set. As of the morning of (B)(6) 2024 the user's bg was back in range at 151 mg/dl.